Event description:
It was reported that the ilet user received an ¿infusion set expired¿ message after performing a full supply change but not completing the fill cannula step; the agent guided the user to fill the cannula and provided education on correct supply change procedures. There were no reported symptoms or change in blood glucose. Outcomes included no alerts, no alarms, and no need for medical intervention. Investigation included troubleshooting with the user and education on proper infusion set and cartridge change workflow. Investigation of this case revealed user error related to incomplete supply change steps, with the device and infusion set components functioning as designed once the cannula was filled. It was concluded, based on previously established findings for similar reports, that the cause was use error due to an incomplete procedural step.